Event description:
It was reported by the customer that the pyxis medstation es system drawers are sticking. Customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that slide brackets need to be loosened. A field service engineer, shutdown the medstation and loosened slide brackets and drawers worked also powered the station back up to resolve the issue. The system functioned as intended.